Event description:
The complaint is reported as: "luer-lock connection (brown head) was falling off from catheter." No patient injury or complication reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for evaluation. Sings-of-use in the form of biological material was observed inside the extension lines. Visual inspection revealed the distal extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged. The total length of the catheter body measured to be 217mm which is within specifications of 207mm-227mm per product drawing. The outer diameter of the distal lumen measured to be 2.147mm, which is within specifications of 2.13mm-2.21mm per product drawing. The inner diameter of the distal lumen measured to be 1.448mm which is within specifications of 1.42mm-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. No leaks or blockages were detected in the medial or proximal lumens when flushed with a water-filled lab inventory syringe. A manual tug test revealed that the medial and proximal extension lines were secure within their respective luer hubs. The customer did not provide a lot numbers. Therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and distal extension line met all relevant dimensional requirements, and a device history record review was performed based on sales history and did not reveal any relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "luer-lock connection (brown head) was falling off from catheter." No patient injury or complication reported. The device was replaced. The patient's condition is reported as fine.